Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that during a procedure, the image screen went black and a precharge voltage error was displayed. There is no report of patient injury or death.